Manufacturer narrative:
The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspicion nodule in [the] breast."

Event description:
Patient representative reported patient experienced a ¿suspicion nodule.¿ patient representative also reported patient was diagnosed with ¿infiltrating lobular carcinoma;¿ this event is not related to the device. This record is for an unknown side. Manufacturer of the device is unknown.